Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set leaked. The leak was further described as ¿side of the bed and the floor were wet¿; further described as ¿coming from the patient line that comes with the cassette¿. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was given prophylactic treatment and prescribed four different types of antibiotics for precaution. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.